Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor intermittently failed incoming testing. The root cause for the failure were intermittently defective insulated-gate bipolar transistors (igbts) on the defibrillator pca. Root cause for the intermittently defective igbts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.